Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers father reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 209 mg/dl at the time of the incident. The customers father states the insulin pump was exposed to fluid. The customers father stated his daughter went into the pool with her pump and display went blank immediately. Customers father states there is a constant tone occurring. Customers father states pump display screen is also foggy and has changed the batteries to fix problem but still not working. The customers father was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to verify constant beeping due to unit received with blank display and no unexpected beeping anomaly noted.